Event description:
The device was used during a total gastrectomy procedure. Reportedly, the anvil did not tilt. The surgeon manually sutured to complete the procedure. The hospital has reported no patient injury occurred.